Event description:
The manufacturer received information alleging a ventilator's lcd screen was shattered and unable to be viewed. There was no patient harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced. No components were replaced. The device was scrapped.